Manufacturer narrative:
(B)(4).

Event description:
It was initially reported by the patient that she experienced pain in her right eye following contact lens wear. The patient stated that she was examined by an eye care professional three days later and diagnosed with keratitis with hypopyon. According to information received from the patient on (B)(6) 2011, it was impossible to remove the contact lens before (B)(6) 2011 due to the circumstance that she could not keep her right eye open, so the lens had remained in the right eye for about one week before removal. The patient stated that following removal of the contact lens, a corneal abrasion of medium depth and 3x3 mm in size was determined by fluorescein staining. She was examined one to two times a week by her eye care professional. Her last appointment was (B)(6) 2011. The patient stated that she was informed by the attending doctor that the condition of her right eye had slightly improved. Additional medical record information received on (B)(6) 2011 indicates that the patient reported to the health care professional that she removed the contact lens four days prior to visit on (B)(6) 2011. The records confirmed that on (B)(6) 2011, the patient was diagnosed with keratitis associated with a hypopyon in her right eye. Periorbital hemorrhage edema and pus around the right eye were observed. Visual acuity in the right eye was determined to be 'hand movement'. Visual acuity before the event is unknown. Slit lamp examination revealed cloudy with unsettled epithelium and edema in the patient's cornea. The patient received medical treatment by several medical practitioners on the following dates: (B)(6) 2011. Medical treatment included tobrex, ciloxan, gentamicin, kloramfenikol, mydriacyl and surlid 300mg medication. In the course of the medical treatment, pain, edema and pus was decreasing, but the vision remained unchanged, very poor. Examination on (B)(6) 2011 noted improvement with pus moving over cornea with edema and without defects. A contact lens was removed from the patient's right eye using corneal forceps by the attending doctor on (B)(6) 2011. A 3x3 mm abrasion was noted following the removal. A slight improvement of the patient's right eye condition was noted on (B)(6) 2011. The patient's eye still showed a 2x3 sized epithelial defect, but no infiltrates or hypopyon were observed. The patient is still under continuous medical treatment.